Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a ruby coil detachment handle (handle), ruby coils, and a non-penumbra guide catheter. During the procedure, the physician encountered resistance while advancing the lantern through the guide catheter and also reported that it was unable to advance around a tight corner in the patient's anatomy. The lantern was unable to reach the target location; therefore, the lantern was removed and a non-penumbra microcatheter was used to complete the procedure. After implanting several ruby coils using the handle, the handle was inadvertently dropped and broke. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.